Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The customer reported the leak was approximately 5 ml of clear fluid from the wipe block onto the top of the analyzer cover. The leak was not contained. The customer was running the instrument startup process, and quality control (qc) samples when the leak was identified. There were no instrument generated error messages in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On 12/29/2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found that the manual mode probe was bent. The fse replaced the blood sampling valve (bsv) to resolve the issue. The repairs were verified per established procedures. (B)(4).